Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported, that approximately 132 months after implantation the lead showed a shock impedance out of range (greater than 150 ohm). The lead was capped, left in the patient and a new one was implanted. No further data is available.